Manufacturer narrative:
Product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of device history records found these units were released to distribution with no deviations or anomalies. Complaint history for metal on metal complaints is reviewed, based on statistical analysis, during the monthly CAPA meeting. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported the patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2016 due to metallosis, elevated metal ion levels, and pain. The head was removed and replaced with a head and active articulation liner. A small amount of metallosis was noted during the procedure.